Manufacturer narrative:
(B)(4). Additional information: h6. A manufacturing record evaluation was performed for the finished device al9986 number, and no non-conformances were identified. Additional h3 device evaluation summary photo: two pictures were provided for analysis. Upon visual inspection of the photos, it was noted one foil of lot am3640 and a label of lot al9986, both of product code w9923. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The cause could not be determined and no further investigation can be conducted since the sample was not returned.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent natural birth on an unknown date and suture was used. The suture broke at the time of knotting after sewing the perineal skin for the first stitch in a natural birth surgery during which the suture was clamped by any device. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.